Manufacturer narrative:
The device was returned to the manufacturer; however the investigation was not completed at the time of this report. Initial qa inspection of the skin graft mesher on (B)(6) 2017 revealed that the roller gear was damaged and the calibration was out of specification but the device still produced a passing test mesh. It was also noted that both cutters that came with the unit had their gears, bushings, and collars replaced and they both produced a passing test mesh. Repair of the skin graft mesher was performed by zimmer biomet surgical on (B)(6) 2017 which included replacement of the gears and damaged hardware. The skin graft mesher was then tested and functioned properly. It was repaired, inspected and tested. A follow up medwatch will be submitted once the investigation is complete.

Event description:
It was reported that the device produced incomplete mesh on gear side.

Manufacturer narrative:
The complaint is being reported by zimmer biomet as (B)(4). This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Additional information/evaluation: skin graft mesher, serial (B)(4), was manufactured on september 21, 2015, was over 1 year old at the time this complaint was generated. The previous repair report was reviewed and noted no related non-conformances, requests for deviation (rfd) or any other issues with the repair. The previous repair report review found no issues with the device after repair and all verifications, inspections and tests were successfully completed initial qa inspection of the skin graft mesher revealed that the roller gear was damaged and the calibration was out of specification but the device still produced a passing test mesh. It was also noted that both cutters that came with the unit had their gears, bushings, and collars replaced and they both produced a passing test mesh. Repair of the skin graft mesher was performed by zimmer biomet surgical which included replacement of the gears and damaged hardware. The 1.5:1 ratio cutter, and 2:1 ratio cutter, serial number both had their gears, bushings, and collars replaced and both produced a passing sample mesh. The skin graft mesher was then tested and functioned properly. It was repaired, inspected and tested. The reported event ¿that the device was producing an incomplete mesh on the gear side¿ was unconfirmed since during the initial inspection the device was tested and produced a passing test mesh. During the initial inspection the device was tested and produced a passing test mesh. Therefore, based on the information that was provided the root cause of the reported event could not be specifically determined. Skin graft mesher was repaired, tested and returned to the customer.

Manufacturer narrative:
A follow up medwatch will be submitted once the investigation is complete.